Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating he was receiving an alarm from his insulin pump. His blood glucose reading was 99 mg/dl. Replacing the battery did not resolve the issue. During trouble shooting, customer was advised to disconnect from the device. The device was not dropped or bumped prior to the alarm. When checking the drive support cap, customer found that it was sticking out. Customer was advised to discontinue use of the device and revert to his back up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed a prime alarm during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.